Event description:
It was reported to boston scientific corporation that a captivator extra large snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare failed to extend out of the sheath. No visible damage to the device and its packaging were noted prior to procedure. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; flare detached.

Manufacturer narrative:
(B)(4) for the investigation result of flare detached. Visual evaluation of the returned device found the flare detached and the catheter was damaged exposing the wire inside the catheter. It was also noted that the wire was kinked near the handle. The handle cannula was in good condition and the device presented evidence of the flaring process. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, flare detached does not allow the device to be actuated. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.